Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 11 year and 8 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that transesophageal echocardiogram (tee) showed vegetations on the bioprosthetic valve. Blood cultures were positive for staphylococcus aureus. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic received additional information from the patient that the bioprosthetic valve was replaced due to endocarditis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.